Event description:
It was reported that the xience xpedition met resistance when being frontloaded over the balance middleweight (bmw) guide wire. The xience xpedition was stuck on the bmw guide. By stretching [pulling], the proximal shaft separated. It was necessary to use another bmw guide wire and xience. Everything happened outside of the patient. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The xience xpedition referenced is being filed under a separate manufacturing report number.